Event description:
During a hemostasis procedure, the physician used a hemospray endoscopic hemostat. When turning the knob to engage the hemospray, the device did not click. The physician used the hemospray for a few seconds and it did not work. [The physician} switched out the tubes/catheters and the hemospray device still did not work- it would not spray [subject of report]. The device was removed from the patient and the medical staff tried to spray the hemospray device in a trash can and the device did not spray at all. Another of the same device was used to continue the procedure with no further complications. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use product code: qau 510k: k200972 investigation evaluation: the product said to be involved was returned in an open tray without a tray lid. No lot information was included with the return. Our laboratory evaluation of the product said to be involved could not confirm the report. All components were included in the return. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Catheter #1 was returned with minor kinks throughout the length, powder inside the tubing at the distal end, and evidence of being cut at the distal tip. Catheter #2 was returned with minor kinks throughout the length and evidence of being cut at the distal tip. Powder was present on the exterior of the device and catheters. The device was tested as returned and did not spray as intended. The co2 cartridge did not discharge when deactivated and was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When tested with a new co2 cartridge, the device sprayed powder as intended. Both returned catheters were attached and sprayed as intended when tested with the device. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the laboratory evaluation of the returned device could not confirm the report because the device sprayed as intended when tested with a new co2 cartridge. The root cause for the report of unable to spray is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device not being able to spray powder. However, we could not conduct a complete investigation because the returned catheters were cut at the distal end. This limits our ability to conclusively determine a cause. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.